Manufacturer narrative:
No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the imaging system¿s gantry would not fully close. There was a gap of 1.0 to 1.5 inches once the site had attempted to close it around the patient. They had to then manually open it and remove the system from surgery. The site proceeded with their other medtronic imaging system. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: a medtronic representative (rep) went to the site to test the equipment. It was found that the dingus was misaligned due to the tractor drive encoder slipping; this was verified with a testing procedure. The rep replaced the tractor drive assembly. The rep verified dingus alignment and the test for the encoder passed. The rep then verified proper door open/close operation along with several 3d spins. The imaging system then passed the system checkout and was performing as intended. The tractor drive assembly was returned to medtronic but was under analysis at the time of filing. FDA result code 180 and FDA conclusion code 4307 apply to the testing and servicing completed on the imaging system at the site, while FDA result code 3233 and FDA conclusion code 11 apply to the pending analysis results for the tractor drive assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000192, serial/lot #: rev. 1 (B)(4). Device evaluation: analysis was completed for the tractor drive assembly, but the reported complaint was unable to be confirmed. Functional testing, performance testing, and visual/physical examination were performed. The drive assembly functioned as normal and passed visual inspection. There was no fault found with the tractor drive assembly. If information is provided in the future, a supplemental report will be issued.